Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381912 and lot number 3248257. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard winged yel 24ga x .75in leaked. The following information was provided by the initial reporter translated from chinese to english: on june 18, 2024, the child was admitted to our department for rapid progression of puberty, and was given an indwelling needle for intravenous infusion treatment as prescribed by the doctor. The nurse prepared the supplies according to the routine, and the puncture was successful at one time, and the needle core was withdrawn to connect with the heparin cap, and there was blood flow after connection, and the nurse immediately pulled out the needle and pressed it to stop the bleeding, and then changed the needle to re-puncture the needle after pacifying the family's emotion. The nurse immediately pulled out the needle and pressed to stop the bleeding, soothed the family's emotion, and then replaced the indwelling needle and re-punctured.